Event description:
A very sick pt had open heart surgery in 2005 [pt had pacemaker support] and was placed on a vip gold ventilator (loaner unit) the same day of the surgery. The pt had been attended by an rn, and about 9pm, the rn noticed that there was an alarm indicating that the bp was dropping. The rn noticed that there was chest movement but no ventilator alarm. At the same time, the rn noticed that the breath rate was 180 breaths per minute, the heart rate was dropping, and the %o2 was dropping. The rn called for the md, when the md arrived, the %o2 was still dropping so they decided to bag the pt. They removed the ventilator from the pt and noticed it [wasn't working] because there was no alarm from the ventilator when it was removed from the endotracheal tube. The lights on the ventilator were still on. The pt was subsequently placed on echmo to improve o2 perfusion into the tissue and the pt remained on echmo support until 10/30. The pt was removed from echmo support on 10/30, and the risk manager doesn't have the notes indicating what type of support the pt was placed on next. Eight days later, the pt's condition began to deteriorate and the pt expired same day. An autopsy has been performed and the preliminary results indicate that the pt died of [multi-system organ failure.] Also noted were that the pt had three pre-existing conditions: 1) hypoplastic failure of the heart (left ventricle), 2) renal failure, 3) pulmonary failure. After the incident, the ventilator was quarantined.